Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received an insulin flow blocked alarm. The customer also reported diminished battery life, time and date reset, and having to rewind the pump more than once when changing the reservoir. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the customer declined. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.